Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device fractured. Two mach 1 guide catheters were selected for use in a coronary angiography procedure. During unpacking, the distal ostium was noted to be fractured. No damage was noted during visual or at package for transport. Another of the same device was used to complete the procedure. No patient complications were reported.